Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, the most probable cause can be linked to the device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a cut/damaged cable. There was no patient involvement.